Event description:
The facility representative contacted baxter to report an infusor in which the device's reservoir ruptured. The event occurred at the end of infusion. There was a small amount of medication left in the device. There was no adverse event, patient injury or medical intervention associated with this report. There is no further complaint information available.

Manufacturer narrative:
(B)(4). Device evaluation: rupture condition confirmed. Visual examination of the sample confirmed a ruptured bladder in a footed position. No additional observation was noted on the sample. The assignable cause was a manufacturing defect. A batch review has been performed and there were no exceptions noted during the manufacturing of this device. Similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). A follow-up medwatch report will be submitted when the evaluation results or if additional information becomes.